Event description:
During a coronary drug-eluting stenting treatment procedure, a stent embolization occurred. In 2005 the target lesion was the severely tortuous, moderately calcified, 95% stenotic second obtuse marginal branch (om2). The lesion was predilated with an unknown balloon. The physician attempted to place several different unknown stents in the lesion but was unable to cross the lesion. The physician, then, attempted to stent the om2 with a 2.75 x 12 mm taxus express2 drug eluting stent, but again was unable to cross the lesion. During withdrawal as the stent delivery system was pulled through the guide, the stent came off the balloon. The stent was retrieved from the body and no pt complications were reported. The procedure was successfully completed with a 2.5 x 13 mm vision stent. The pt's condition was reported as "satisfactory/good".